Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a bilateral xen®45 gts implant experienced gel stent curled and high intraocular pressure. This record is for the left eye. The right eye has been captured mrn 3011299751-2019-00079.